Manufacturer narrative:
The device was not returned to olympus for evaluation. As part of our investigation of this report, olympus dispatched an endoscope support specialist (ess) to the facility to provide a reprocessing in-service training. The ess found no deviations with the facilities reprocessing practice. In addition, a device history review was performed and revealed that the device was purchased on (B)(6) 2012 and was last serviced on (B)(4) 2015.

Event description:
Olympus was informed that the device intermittently tested positive after culturing for the following organisms: gram negative rod and coag negative staph, and acinetobacter baumanni complex. There are no patient infections reported. The device was reprocessed using an olympus automated endoscope reprocessor (aer).

Manufacturer narrative:
The device was sent to an independent laboratory for microbial testing. The device tested negative for microorganisms. The device was then returned to olympus for evaluation. A boroscope was used to inspect the biopsy and suction channels of the device. There were no signs of foreign material or stain inside the channels. Additionally, there were no signs for foreign material or stain found on the insertion tube, bending section, bending section cover glue, and elevator forceps raiser. The device passed leakage testing. The cause of the reported event could not be determined. The device was serviced and returned to the facility.